Event description:
Customer reportedly received results of 480 mg/dl and 100 mg/dl within 10 minutes on the advantage system. The patient was feeling sick at the time of the results and was sent to the hospital to be checked; no action taken based on device results, and no treatment given at the physician's office where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.